Manufacturer narrative:
The customer called to the technical support center (tsc) to report the discordant urine enzymatic creatinine (ecrea) result on dimension vista 1500. The customer declined troubleshooting. A siemens headquarters support center (hsc) specialist reviewed the information provided and did not find reagent or instrument issues. The ecrea instructions for use (IFU) states that "urine samples should be free of particulate matter" prior to testing. The hsc specialist recommended that the customer ensure samples are spun prior to testing and not to use unapproved tube types. The cause of the discordant urine ecrea results was unknown. The instrument is currently working as specified. No further evaluation of this device is required.

Event description:
Discordant, falsely low urine enzymatic creatinine results were obtained on two patient samples on a dimension vista 1500 instrument. Sample ID (B)(6) was repeated on same instrument, still resulting falsely low. The discordant results were not reported to the physician(s). Sample ID (B)(6) was spun down and repeated on an alternate dimension vista 1500 instrument, resulting higher. Sample ID (B)(6) was spun down and repeated on same dimension vista 1500 instrument, resulting higher. The repeat results were reported to the physician(s) for both the samples. There are no reports of patient intervention or adverse health consequences due to the discordant urine enzymatic creatinine results.